Manufacturer narrative:
This device is used for treatment, not diagnosis. Cutter appears to be in good condition except for the two round dents or chips at the bottom of each jaw. Too much force was applied to the tips causing them to break. The round dents on both jaws suggests that the wrong rod or the wrong size rod was cut - max should be 2 mm. The parts were checked 100 percent at final inspection for the cutting function of a 2 mm rod.

Event description:
Sales consultant reported he had discovered the wire cutter tips were broken when he opened the set in which it was contained. No patient involvement was reported upon discovery of broken tips.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. No irregularities were found during the device history record review. Placeholder.